Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block b5, block e1 (initial reporter phone) have been updated based on the additional information received on march 24, 2025.

Event description:
It was reported to boston scientific corporation that a captivator cold was used in a procedure performed on (B)(6) 2025. During the procedure, the staff seemed to be struggling to cut through even small polyps, almost as if they were blunt. There were no patient complications reported as a result of this event. Additional information received on march 24, 2025: it was reported that the anatomy location was in the colon during a colonoscopy procedure.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
Note: this report pertains to first of three captivators cold used during the same procedure. It was reported to boston scientific corporation that a captivator cold was used in a procedure performed on (B)(6) 2025. During the procedure, the staff seemed to be struggling to cut through even small polyps, almost as if they were blunt. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.